Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 12f amplatzer torqvue 45x45 (tv45x45) was used to deliver a 25mm amplatzer amulet (acp2). The left atrial appendage landing zone measured approximately 21mm. Due to the anatomy of the appendage, the appropriately-shaped lobe was too proximal without tension between the lobe and disk. Therefore, the 25mm acp2 was removed and a smaller acp2 was selected. As the 22mm acp2 was being loaded, a technician noticed an effusion. None of the devices were suspected to have caused the event and the etiology and timing of the event were unknown. The patient was sent to surgery for closure.